Event description:
Hospital advised that the pump alarmed and displayed "system error". The system continued to infuse at the programmed rates. The error code indicated that there was a problem with the back up speaker. There was no patient consequence.